Event description:
The customer reported being hospitalized due to high blood glucose levels approx three weeks ago. The customer stated that his doctor took him off of insulin pump therapy until troubleshooting was conducted on the insulin pump. However, the customer did not have time for troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.